Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: device was received for evaluation and investigation, and testing is currently being performed. Information received confirmed that the product expired in april 2011, but was used in (B)(6) 2011. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
Drug/diluent: furozemide. Fill volume: 125ml. Flow rate: 5ml/hr. Procedure: unknown. Cathplace: unknown. The pump infused in 12 hours instead of 24 hours. No adverse event occurred. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 5ml/hr. Nominal fill volume: 125ml. Maximum fill volume: 125ml. Infusion delivery time for 125ml is approximately 60 hours (2.5 days) when filled to nominal volume and flow rate.